Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was displaying "out of service." A technical support specialist (tss) dialed into the station and checked the data synchronization debug log, finding an error that required a manual recovery process. The tss dialed in as cfnadmin, stopped the services, backed up the database, and performed manual recovery. Queries were run, and results were saved. The services were restarted, and the data synchronization debug log was monitored. The station synchronization information was checked, and an email was sent to update the customer about the synchronization delay. The tss dialed into the station again, where further errors were found. The station's database size and recovery model were checked. Following the knowledge article, the database was dropped, repaired, and fully synced. Due to issues, the station name was changed to sin-4f-rec, and the sync was successful. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a device was displayed an "out of service" message. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.